Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's daughter reported that the patient had an open wound under her breast near an ECG electrode. The nursing staff at the nursing facility cleaned the wound and bandaged it. The patient was also given larger garments. Follow-up indicated that the wound was healing.